Event description:
The account alleged that when the bed exit would alarm, it would not send an alarm to nurse station. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.